Manufacturer narrative:
Device evaluated by MFR.: the device was returned. Visual inspection found the distal tip of the guidewire was bent. Microscopic inspection found the polymer jacket coating of the guidewire had a detached section; this damage was located approximately at 69.5 inches from the proximal end. The polymer jacket that remained attached to the distal tip was found wrinkled.

Event description:
It was reported that guide wire coating issue occurred. A 185cm str pt guidewire was selected for use. However, during procedure, the coating was peeled off, and the 2.00mm x 8mm emerge balloon catheter lumen was clogged up in that coating. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that guide wire coating issue occurred. A 185cm str pt guidewire was selected for use. However, during procedure, the coating was peeled off, and the 2.00mm x 8mm emerge balloon catheter lumen was clogged up in that coating. The procedure was completed with another of same device. No patient complications were reported.